Event description:
Pt had penile prosthesis placed at unknown facility 9/27/81. On 6/22/94, he presented to his dr with complaints of pain in his penis and failure of the prosthesis to achieve erection. Exam revealed the prosthesis protruded into the right glans penis. Surgery was performed 7/18/94 to remove the prosthesis, repair the corpora cavernosa and replaced with a new prosthesis.